Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 477mg/dl. The customer treated the high with pump. The customer was assisted with troubleshoot. The device was found to have passed the self-test. The customer was advised alarms may have been caused by site issues. The customer was advised to change out the entire infusion set and monitor the device. The customer declined to troubleshoot for the high levels.